Event description:
New information notes that the device was explanted. Patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device reached eri earlier than expected. Replacing per normal eri protocol was discussed. Device remains implanted.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. A diagnostics anomaly was confirmed. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.